Event description:
Patient with posterior fossa brain tumor, hydrocephalus. Procedure suboccipital craniectomy, cllaminectomy, biopsy of brain tumor, right occipital bur hole, ventricular puncture. During procedure attempted to use cusa for dissection of tumor. Angled handpiece tried first but wouldn't suction. Straight handpiece then tried but would't vibrate. Procedure terminated. Patient condition such that return to surgery not recommonded. After wards disassembled straight handpiece revealed "o" rings not placed properly, angled handpiece appeared to be assembled properly. Manufacturer service report also attached.device not labeled for single use. Patient medical status prior to event: unknown. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-mar-92. Service provided by: user facility biomedical/bioengineering department. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, computer hardware performance tests conducted, computer software performance tests conducted, electrical tests performed, mechanical tests performed, performance tests performed, visual examination. Results of evaluation: failure to follow instructions. Conclusion: user error caused event. Certainty of device as cause of or contributor to event: no. Corrective actions: device temporarily removed from service, user education provided, inserviced by manufacturer/distributor representative. Invalid data - on device destroyed/disposed of status.